Manufacturer narrative:
Reliability analysis inspected 2 opened/used reservoirs and performed manual prime test using a new lab infusion set along with 7xx insulin pump. Both reservoirs passed per spec. No occluded anomalies were observed during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she was having low and high blood glucose. Customer's blood glucose was 32 mg/dl. Customer then changed her infusion set and blood glucose went up to 426 mg/dl. Customer took an insulin injection and blood glucose went down to 37 mg/dl. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.